Event description:
A 3f provena PICC line placed in patient. Patient was discharged from hospital. Patient readmitted to hospital with cardiac symptoms. CT revealed a wire fragment in the pulmonary artery. This is the second patient in 10 days. Two different providers inserting the line. It appears to be a portion of the tps stylet from inside the PICC line. FDA safety report ID# (B)(4).